Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was readjusted without success. The left monitor needs to be replaced to maintain image constancy. The system was put back into service.

Event description:
The customer reported that the system displayed a degraded gray values image. No pt injury was reported.